Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after passing the nasojejunal tube it presented leakage in mechanical ventilation; decreased lung volumes and saturation. There was a required change of the tube, and it remained with adequate volumes, peak pressure within normal ranges, saturation between 88 - 91%, but the patient remains under surveillance.